Event description:
It was reported that after deployment, the arms of a vena cava filter opened but the legs allegedly did not. Reportedly the legs appeared bent. The filter was retrieved and another placed without incident. No patient injury.

Manufacturer narrative:
The filter has been returned for evaluation; however the evaluation is currently underway. The device history records were reviewed with special attention to the raw materials, the subassemblies, the manufacturing process and the quality control testing. This lot met all the product release criteria. This is the only complaint reported to date for the manufacturing lot number.